Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -18.00/3.0/117 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was removed due to lens opacity (cataract); anterior subcapsular cataracts (asc). Phacoemulsification was done and the problem was resolved. Cause reported as device. "Lens touch between icl and anterior capsule."